Event description:
It was reported that an ilet user experienced hyperglycemia with the ilet displaying high and a confirmatory fingerstick of 596 mg/dl after consuming high-carbohydrate food; the system had 127 units of insulin available, tubing inspection showed no leaks or kinks, meal was announced, and correction doses were being delivered. Symptoms included elevated blood glucose. Outcomes included no hospitalization and home monitoring. Investigation included troubleshooting and education on insulin delivery expectations and glucose regulation timelines. Investigation of this case revealed no device or component malfunction observed during the call, with hyperglycemia plausibly related to dietary intake and the expected delay in correction effect. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.